Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from an extension set, specified as ¿leaking from the tube¿. Subsequently the patient experienced an ¿infection of the stomach¿. It was reported the patient was connected to the pd device and after an hour, water was noticed on the floor. It was reported the leak was ¿right in the middle of the patient line, also at tip of patient line¿. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.